Event description:
Additional information received clarified the catheter to the pump was removed but the catheter to the csf (cerebrospinal fluid) remained.

Event description:
It was reported that on (B)(6) 2012 the patient left the hospital and ¿at the early-evening¿ had a fever. On (B)(6) 2012, the pump and catheter were removed at an emergency operation. It was noted the catheter remained intraspinally ¿to extract spinal fluid¿. Then on (B)(6) 2012, inspiratory stridor, strong opisthotonos and high activities of serum creatine kinase were seen. As a result, ¿the syndrome was considered withdrawal effect¿. It was considered that the high activities of serum creatine kinase was derived from the removal of the pump system. It was noted it was unclear if the gabalon injected into the spinal column was relevant to the high activities of serum creatine kinase. Danthron 10mg was administered in the morning and the evening. On (B)(6) 2012, dantrium and periactin were administered for the withdrawal effect. Then on (B)(6) 2012, the patient¿s muscular tone gradually improved and decreased to ck178 u/l. On (B)(6) 2012, it was then normalized at ck82 u/l. As of (B)(6) 2012, the patient¿s muscular tone became the state it was before the pump had been implanted.

Manufacturer narrative:
Concomitant product: product ID 8711, serial# (B)(4), product type catheter. (B)(4).

Event description:
Additional information received reported, ¿the catheter to the pump was removed but catheter to the csf (cerebrospinal fluid) was removed¿. It was however unclear whether the catheter was explanted fully as it then was indicated that there was no explant surgery planned for the catheter if it remained implanted. Additional information has been requested, but was not available as of the date of this report.